Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and is not available for return to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies coil stretching as a potential complication associated with the use of the device.

Event description:
It was reported that the vascular embolization coil was used as the 10th coil in a procedure to treat a large aneurysm in the middle cerebral artery (mcr). The coil stretched during repositioning attempts and it was difficult to push the coil into the aneurysm. A stent was used to press the coil against the vessel wall. When the delivery pusher was retrieved, part of the coil at the tip of the pusher was noticed missing and imaging showed it was close to the common carotid artery (cca). A carotid stent was used to trap the coil part against the vessel wall. In addition, the deflection of a protruding part was attempted to be caught with a snare, but the snare got tangled and could not be retrieved. Another stent was additionally used to trap the entangled snare against the wall of the femoral artery. Postoperative angiography revealed no cerebral infarction or other problems. All broken parts from the snare device were successfully removed from the patient the next day without any health issues to the patient.